Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
I had to reboil mine the second time because it did not form to my teeth correctly. I was able to wear it for about 2-3 weeks or so and the whole top started separating from the bottom. Not sure why that happened, but it is totally unusable. I do not have any receipt but I do have the upc code from the box. I usually do not keep my receipts from grocery stores and pharmacies. I hope you still honor this guarantee. Thank you.